Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a code 1005 was recorded on the implantable cardioverter defibrillator (ICD), indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Lead fracture was suspected on this right ventricular (rv) defibrillation lead, however there were no known accidents or falls. Rv pace impedance measurements were greater than 2,500 ohms and shock impedance measurements were greater than 200 ohms. There was no capture at 5v, and no sensing at .1 mv. The patient experienced ventricular fibrillation (vf) arrest, however some of these events were recorded as non-sustained ventricular tachycardia (nsvt). Shocks were provided as well. At the time of report, the patient was awake but remained intubated at the hospital. The patient's family noted that the ICD was beeping. Lead revision was recommended. The plan was to perform the lead revision and system replacement once the patient was feeling well enough. Additional information received reported that the lead revision and system replacement were performed a week later with no complications. The rv lead was surgically abandoned and replaced, and the implantable cardioverter defibrillator (ICD) was explanted and replaced. No additional adverse patient effects were reported.